Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Other damage found during investigation is most likely related to the removal surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
There was an obvious decline in hearing performance with the device after a head trauma. After about half a month of observation, recipient's hearing performance didn't improve. The recipient was re-implanted on (B)(6) 2019.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
There was an obvious decline in hearing performance with the device after a head trauma. After about half a month of observation, recipient's hearing didn't improve. The recipient was re-implanted.